Event description:
We were placing a new IV in one of our patients in the nicu. The IV catheter that was used for insertion was the braun 24g catheter. The first two catheters were broken on insertion. The first catheter went in fine but bent as the nurse extracted the needle, and it leaked near the hub. The second one also went in fine, but as it was flushed, the saline squirted out at me from near the hub. Upon examination of both IV catheters after removal, they were both noted to be broken near the hub. The next braun catheter that was used was examined before use and was noted to be intact. With the first two catheters we did not see any signs of breakage before insertion of the catheter. Both catheters had the same lot number (23f22g8392). Packaging from one of the catheters was saved, but we do not have the actual catheter.